Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown #4 9mm liner. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that during a primary tka when the surgeon put in the baseplate and went to lock the insert in place the back of the insert would not seat correctly. Used another 9mm liner and would not seat and had motion, used another 9mm and the same thing occurred, not seating and motion range problem. Surgeon decided to take out the baseplate and replace with same size baseplate, once the new baseplate was in the next liner locked in place with no issue.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon insert was reported. The event was confirmed. No adverse consequences to the patient were reported. Device evaluation and results: visual inspection of the returned component indicates that the insert may have been obstructed during the attempted seating and that the insert was at least partially assembled with the baseplate. The insert was returned without the locking wire. One compartment of the superior bearing surface is damaged towards posterior which could have been caused by an obstruction while attempting to seat the insert into the baseplate. The anterior / inferior edge of the insert has been damaged consistent with disassembling the insert from the baseplate using a screwdriver type implement. This would indicate that the insert was at least partially assembled with the baseplate. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, the insert may have been obstructed during the attempted seating and the insert was at least partially assembled with the baseplate. The damage observed on the part was caused by the user and would have rendered the component unusable.

Event description:
It was reported that during a primary tka when the surgeon put in the baseplate and went to lock the insert in place the back of the insert would not seat correctly. Used another 9mm liner and would not seat and had motion, used another 9mm and the same thing occurred, not seating and motion range problem. Surgeon decided to take out the baseplate and replace with same size baseplate, once the new baseplate was in the next liner locked in place with no issue.